Event description:
In additional information received on 27jan2026, it was reported that the functionality of the device was not tested prior to noticing the damage, as the dark spot was considered to be a potential contaminate. As a result, the device was not prepped/used. It was confirmed that the device was stored according to the conditions noted on the label. It is not believed that any handling conditions of the facility could have contributed to the issue.

Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt h3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon opening the packaging of a drainage bag connector connecting tube, an unknown dark substance was found near the hub of the stopcock. The device was not used and did not make patient contact. A photo provided by the customer confirms a dark substance near the stopcock. No adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.